Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth." Device has been explanted.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles material was found on the shell, wear abrasion, fold creases and underweight. A microscopic analysis was performed which identified two openings crease sharp and stress marks. Based on the device analysis the final assessment is: two openings crease sharp in the side posterior assessed as fold flaw opening.